Event description:
Country of complaint: (B)(6). Thread breaks into pieces.

Manufacturer narrative:
Manufacturing site eval: cassettes received: 1 open cassette. There are no previous complaints of this code/batch. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore, it must be used within 4 months of opening. Date of cassette's opening must be written as it is indicated on instructions for use. Opening's date is not written in the cassette received, proper analysis can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.